Event description:
It was reported that the fiber's metal cap separated. Boston scientific has been unable to obtain additional information regarding procedure and patient outcome to date, despite good faith efforts.